Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. Section h9 was reported incorrectly in previous report which is now been corrected in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, cough, headaches, sinus infections and dizziness related to a ventilator's sound abatement foam. The patient has alleged trouble breathing. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of black sound abetment foam degredation. The manufacturer visually inspected the device internally and found dust particles on/in blower bellows, impeller blades but, transition tube and flow path assembly. The inside of the device shows clear foam degredation the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of contamination and all apears to be of foreign matter external to the device: dirt, dust, and grim throughout flow path. Foreign contamination is seen inside the transition tubing and clear flow path on through to the outlet port. Sensor board failure board because of sensor contamination mt-1, mt-3, mt-5, and all sensor. Section h6 were updated in this report. Sensor contamination mt-1, mt-3, mt-5, and all sensors.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, cough, headaches, sinus infections and dizziness.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.